Manufacturer narrative:
The deviceis not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose on (B)(6) 2016 was 40 mmol/l with nausea and extreme thirst. The reporter noted the patient was treated with insulin via injection by emergency medical services, they remained on pump therapy, and the pump's settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication or allegation of a device malfunction. The reporter noted the patient overrode the dosage recommendation from the bolus calculator feature and failed to respond to a pump alarm in a timely manner. It was determined the patient also incorrectly manually calculated a dosage. This complaint is being reported because the reported health event was attributed to use error. The patient was also referred to a healthcare provider for diabetes management.

Manufacturer narrative:
Animas customer technical service has reviewed the information associated with this complaint. It was determine that no pump use-error was alleged or indicated during troubleshooting.

Manufacturer narrative:
Follow up #2 05/08/2017 device evaluation: the pump has been returned to animas and evaluated on 04/20/2017 with the following findings: due to continuous use of the pump, the black box data/histories for the event had been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump¿s bolus calculation feature was found to be functioning properly. The alleged issue could not be duplicated.